Event description:
Boston scientific received information that this implantable defibrillation lead had exhibited high pacing threshold measurements and low sensing amplitude measurements. Loss of capture and over pacing were also noted. An x-ray indicated the lead had microdislodged and all the slack had tightened. It was noted that the device had not been sutured at the initial implant and had migrated enough to tighten the slack on the lead. An invasive procedure was performed. This lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.